Event description:
Per the clinic, the patient reported pain at the implant site. The patient underwent sedation to evaluate the performance of the internal device on (B)(4), 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.